Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited insulation anomaly. The insulation anomaly was noted during a normal device change out procedure. The lead was capped and replaced. No patient symptoms were reported.